Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycaemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycaemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. The pod was removed and the cannula was noted to be bent. A manual insulin injection using a pen was administered to treat the hyperglycemia.